Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised for polyethylene wear of acetabular liner.

Manufacturer narrative:
The device and x-rays associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately 13 years of implantation. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.